Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction has not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. Testing of the device was not able to duplicate the problem condition. The control board, system board, battery interconnect board, and ac charger were replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a pt during cardiac arrest, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.